Event description:
The minimed model 508 pump occasionally goes dead. This occurs when any pressure is placed on the keyboard, including the area between the two right buttons. This acts as if the battery has been removed, and might be caused by a short circuit to the battery holder. Reporter has had their pump replaced 3 times over the last 2 years. With each pump this problem has recurred within 8 months.